Manufacturer narrative:
The complaint cannot be verified. Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported she was hospitalized from (B)(6) 2012 for hyperglycemia. She experienced chest pain and thought she was having a heart attack. She went to the hospital and discovered her blood glucose was 719 mg/dl. Her normal range is 100-150 mg/dl. She was admitted to the hospital for 3 days and treated with an insulin IV. The infusion cannula was kinked when the headset was removed, and the headset had been in use for 1 day. She has experienced kinked cannulas a few times when the headset is inserted on the left side of her abdomen. Patient was educated on other infusion sites. The headsets are manually inserted, and she reported she would begin to use an insertion device. No error messages were received on the infusion device. The infusion set was discarded and will not be returned for evaluation, and the lot number and expiration date of the infusion set are unknown.

Manufacturer narrative:
Treatment start date was unknown. It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.